Manufacturer narrative:
Investigation of a smiths medical cadd legacy 6400 pump was completed. The device was found to be in good physical conditon. The event of error alarm 1720 could be traced in the event log. When device powered up, the alarm was duplicated code of 1720, which reveals malfunction of the back up capacitor. Once the capacitor was replaced, the device passed all functional and delivery testing.

Event description:
Information received a smiths medical cadd legacy 6400 pump alarmed code 1720. Follow up information revealed this occurred during testing and no patient involvement.